Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The caller alleged that this led to hyperglycemia. The patient was hospitalized overnight for elevated blood glucose levels. The type of treatment given was not provided. The hospital switched the patient to an insight tender infusion set and blood glucose levels stabilized.